Manufacturer narrative:
(B)(4).

Event description:
A patient was undergoing a dialysis treatment which included a revaclear max dialyzer. Approximately 2.5 hours into treatment, the dialysis machine alarmed high filter pressure and the dialyzer appeared clotted. A single drop of blood was seen running from the top of the dialyzer (arterial side) and down the side of the dialyzer. Treatment was stopped without returning the blood in the extracorporeal circuit resulting in an estimated blood loss of 300 ml. The patient was administered IV antibiotics. According to the nurse, the patient's hematocrit had been checked prior to the treatment and was reported as normal so no further action was taken. The nurse said the positioning and attachment of the dialyzer to the bloodline seemed to contribute to the blood leak.